Event description:
Emergency medical technicians responded to a pt reportedly in full cardiac arrest. After the pt was connectd and the device turned on, it was reported to initially display a blank screen. Allegedly after about 45 seconds the screen came on but displayed excessive artifact and the pt's electrocardiogram rhythm could not be discerned. The pt spontaneously regained a pulse and was transported to the hosp. There were no adverse effects to the pt reported as a result of the alleged malfunction.